Event description:
During otoplasty bilateral ears surgical procedure, physician noticed a 0.5cm burned area at skin edge while using an electrosurgical unit with a needle tip. Needle tip was removed from field immediately. Excision site was extended a little more than intended to included additional burned area caused by needle tip.